Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/860/080 with lot number reported 3758663; the sample was received in used condition. During visual inspection:no discrepancies were found. During functional testing: the cuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Results: leakage was observed coming out from a small tear in the cuff. The customer reported condition was confirmed. It is the most probable that the cuff tear occured during tracheostomy procedure due to contact with sharp edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that following placement of a smiths medical portex® blue line ultra® tracheostomy tube, the clinician was unable to instill air into the cuff. It was reported that the cuff was inflated and deflated prior to insertion. The trach tube was removed and returned for analysis. There was no reported adverse patient effects.